Event description:
It was reported that, during reprocessing, the evis exera iii colonovideoscope tested positive for 3 colony forming units (cfus) of enterobacter hormaechel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are as follows: the hygiene microbiological investigation report (sample date 24may2024) indicated that all channels of the scope were cultured and less than 1 cfu of bacteria (unspecified) was detected, and conform according to french regulation. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation, and the lms final investigation. Review of reprocessing procedure information provided by users revealed no information that could be used to determine deviations from the instructions for use (IFU). Olympus reached out to the user but no response received and no further information is available. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.